Event description:
(B)(4). I have had horrible pain ever since having these placed. Swollen stomach, painful than normal periods, heavy bleeding, daily pain even when not on my period. Now they have come out of my fallopian tubes and are embedded in the muscles of my uterus and I have to have a hysterectomy because of this.